Manufacturer narrative:
Product code: bsp investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. The correct product code is bsp. However, due to a technical issue this could not be entered into the product code field.

Event description:
Per rep - on (B)(6) 2024 - when advancing it down the scope, there was no issue until it got down to the distal end of the scope. Then there was a lot of resistance. They could not get the catheter to advance out of the scope. So, they removed it and successfully completed the procedure with another device of the same type. 4.1 for all complaints, ask: are images of the device or procedure available? N/a, yes, no -no if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end -n/a were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no -no please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no -n/a if the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no -n/a if no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no -no was the device used in a tortuous position? N/a, yes, no -no was puncture of the target site difficult? N/a, yes, no -n/a please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). -head of the pancreas if the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. -unkr if not with the device in question, how was the procedure performed and/or finished? -another device of same type was the device damaged in packaging prior to removal? N/a, yes, no -no was the device damaged on removal from packaging? N/a, yes, no -no was force required to remove the device? N/a, yes, no -no did the patient require any additional procedures as a result of this event? N/a, yes, no -no what intervention (if any) was required? -no was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -n/a were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no -no if yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? -olympus gf-uct180 was resistance felt while inserting the device through the scope? N/a, yes, no -yes was the scope recently serviced / repaired? N/a, yes, no -unkr when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? -while still in scope was the syringe used during the procedure, after the stylet was removed? N/a, yes, no -n/a was difficulty experienced while retracting the needle? N/a, yes, no -n/a was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no -n/a was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no -no was the stylet partially removed when advancing the needle into the target site? N/a, yes, no -n/a how many samples were obtained (passes completed) with this needle? -0 did any section of the device detach inside the patient? N/a, yes, no -no if yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no -n/a was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no -n/a when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no -n/a if an ebus procedure did the needle tip hit the cartilage rings of the trachea? -n/a

Manufacturer narrative:
D 2a and d 2b: bsp. The correct product code is bsp. However, due to a technical issue this could not be entered into the product code field. Supplemental report is being submitted as a cancellation report as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Supplemental report is being submitted as a cancellation report as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.